Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are folded over to the optic with one adhered to the optic by solution. The optic is pressed against and between two posts in the lens case. The lens was cleaned for further evaluation. Light and deep scratches are observed on both sides of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified injector. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The file did not indicates what associated products were used. The lens was returned in the lens case. We are unable to verify the damage that is was observed on the lens was caused by a plunger in the injector. Company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, plunger over ride the lens and scratched the lens optic. Additional information has received and reported that surgery was completed on the same day using the lens of same model.